Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure there was difficulty advancing a stylet through the right ventricular (rv) lead, and the physician needed to use force to advance the lead through the sheath. Vein access was very restricted and kinking of the sheath occurred, making manipulation of the lead difficult. Once in the body, the helix would not deploy. The lead was removed and the helix still would not deploy. The lead was not used and another lead was implanted. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, the helix of the lead was extrinsically compressed, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the bend in the helix could cause deployment issues.